Event description:
It was reported that the patient had undergone angioplasty 8 months previous in the right coronary artery (rca) and suffered a late stent thrombosis in the same artery. The lesion was pre-dilated with a non-abbott balloon catheter. The physician tried to cross the lesion with the xience v 3.0 x 18 mm but the shaft broke and he could not implant the stent. The physician then tried to cross the lesion with a xience v 3.0 x 23 mm but the shaft broke again and he could not implant the stent. Finally, the physician tried to cross the lesion with another xience v 3.0 x 23 mm and was able to successfully implant the stent. Post dilatation was performed with a non-abbott balloon catheter. No patient effects were reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The xience v 3.0 x 18 mm (part#1009529-18/lot#0011342/(B)(4)) is being filed under a separate manufacturer number.

Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly tortuous and moderately calcified, which likely contributed to the failure to advance. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is likely an interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in a kink in the hypotube. Further handling could have contributed to the shaft ultimately separating. In this case, the reported failure to advance and noted hypotube separation appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.